Manufacturer narrative:
A bci field service engineer (fse) replaced some hardware components including the reagent probe. The fse verified that the leaking had stopped.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to leaking from reagent probe on unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.